Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found white scratches on the image. Based on the results of the investigation, no nonconformities were found related to this complaint. A definitive root cause cannot be identified. A device history review revealed was conducted and confirmed that no issues were found. This issue is addressed in the instructions for use (IFU): caution regarding unexpected disappearance of endoscope images or inability to unfreeze (warning) · when the camera cable is straightened out, a portion of the camera cable may be in a loop of about 10 cm or less. · when a loop of approximately 10 cm or less occurs, do not pull the camera cable by force, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. · when wiping the outer surface of the camera cable, do not rub the camera cable hard. There is a possibility that the camera cable may break. · the endoscope should be operated by holding the camera head, not the camera cable, during use. There is a risk that the camera cable may break. · do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. · do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had an air leakage from boot on video connector side. No patient involved.